Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to visit an emergency room due to hypoglycemia on (B)(6) 2021 . Customer's blood glucose reading at the time of incident was 39 mg/dl. The customer was treated with food and glucose tablets for low blood glucose. Customer¿s current blood glucose reading was 375 mg/dl. The customer experienced symptoms related to low blood glucose such as weakness. The customer also reported that the retainer ring was missing. The reservoir was not able to lock into place. The insulin pump will not be returned for analysis.